Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. No prime alarm noted. Device passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Device received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.